Manufacturer narrative:
FDA product code updated.

Manufacturer narrative:
Updated model, catalog number and brand name.

Event description:
It has been reported that the device has failed a self-test